Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified screw fragment stuck in the implant's drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed for the reported device, as the lot number and item number associated with the reported product is not available. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that patient presented with unknown biomet screw fractured in implant bost411. The fractured screw piece could not be removed from the implant. The implant was removed. Tooth site #20.